Manufacturer narrative:
(B)(4)

Event description:
It was reported that the patient presented in clinic after receiving a vibratory patient notifier. Upon interrogation a rapid decrease in battery depletion was observed. The device was subsequently explanted. The patient condition was fine.